Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) close all clamps and transfer set, cycled power off and on. The tsr had the hp cycled power off and on to press go to start prompt. The tsr explained the alarm and the hp stated that she had the spare supply line clamp were left open causing 2240 in dwell 3 of 5. The tsr explained to discard all supplies and to report alarms to peritoneal dialysis registered nurse (pdrn) the next morning. The hp would finish the night's therapy manually. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2012 regarding the system error 2240 alarm. The hp reported that the issue was resolved. The hp confirmed that the cause of the alarm was due to the unused clamp on the supply line being left open. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she had not discussed the alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The reported problem was confirmed. The assignable cause was use error - open clamp.